Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump passed displacement test, rewind, basic occlusion, occlusion, prime, compromised force sensor, and no delivery tests. There was no delivery error alarm noted. The insulin pump was received with minor scratched display window, cracked battery tube threads, belt clip slot, reservoir tube lip and reservoir tube.

Event description:
It was reported the customer had recurring no delivery alarms on their insulin pump. Customer had changed their reservoir, tubing and infusion site, but the alarm persists. The customer also reported the alarms were more frequent than before. Troubleshooting did not occur as the customer was able to resolve their no delivery alarm by rewinding and priming their insulin pump. Customer's blood glucose was 123 mg/dl. The customer's insulin pump will be replaced. No additional information provided.